Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused. This was observed during patient infusion using a secondary line. The pump was programmed to deliver azithromycin at a rate of 250ml/hr and a volume to be infused (vtbi) of 250ml. After the infusion, an approximate amount of 40 to 50mls was left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update date to 02/25/2025. Additional information: e1, e3, g2 (add source), h6 (update codes), h11. H11: a review of the event history log identified a secondary infusion of azithromycin was programmed at rate of 250 ml/hr for vtbi of 250 ml on the reported event date; there were no abnormalities identified in the log that could have contributed to the reported condition. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.